Event description:
It has been reported to philips that the system has c-arm movement failure where it is unable to angle. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use and the procedure was continued and completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was unable to angle. Review of system log files showed beam propeller pos limit violation error. Fse confirmed the beam propellor potentiometer was defective. Fse replaced the beam propeller potentiometer. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.